Event description:
Customer reportedly received results of hi (greater than 600 mg/dl) and 138 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, customer no longer has test strips; replacement was sent.